Manufacturer narrative:
Concomitant medical products: 8042b ipg, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds and high impedance. It was suspected that the lv lead had fractured. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.